Event description:
Customer reports to have physical damage of insulin pump. Customer states that insulin pump was cracked at screen display and screen was also discolored. Customer's blood glucose was 500 mg/dl which was treated with manual injection. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.